Manufacturer narrative:
Manufacturers aware date was inadvertently omitted from previous report. The correct date was aug 28, 2018.

Manufacturer narrative:
The heartmate 3 lvas was implanted during (B)(6). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the emergency room (ER) on (B)(6) 2018. The patient experienced diarrhea which was noted to be black on (B)(6) 2018 along with continued abdominal pain from previous admission. The patient reported feeling fatigued and unable to eat on (B)(6) 2018. The patient began vomiting food contents for three times on (B)(6) 2018. The patient had difficulty getting out of bed and had one small volume emesis described as black in coloring on (B)(6) 2018. Upon arrival to the ER, the patient received 1 unit of packed red blood cell (prbc) for low hemoglobin. The patient was transferred to the cardiothoracic intensive care unit (cticu). It was observed that the that patient had significant hemoglobin drop 6.4g/dl with fevers. The patient received another unit of prbc on (B)(6) 2018. A gastrointestinal specialist was consulted in regards to the black stool. The patient was transferred to a standard deviation unit (sdu) on (B)(6) 2018. A gastrointestinal follow up reported that the vomiting and nausea have resolved . The patient was started on argatroban as a bridge to coumadin on (B)(6) 2018. Additional information has not been provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.